Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that per surgeon the grafts were flimsy. Additional clinical information determined that the reported issue occurred during surgery and a patient was involved in the event. It was stated that there was no patient harm/injury but there was an impact/damage to the graft harvest due to the reported issue. The initial graft harvest was usable, however, additional graft harvest were taken to complete the procedure. The surgery was completed using an alternate device without delay. No medical intervention/additional surgical procedure was required in the event.

Manufacturer narrative:
Device was manufactured on 6/4/2014 and has no repair history at zimmer biomet surgical. Investigation revealed no issues with the device. Prior to repair, the device operated within motor speed specifications. The device was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the standard repair parts. The customer's reported event was not confirmed and a cause cannot be determined at this time. The device was repaired and returned to the customer. There are no recommended actions at this time.